Manufacturer narrative:
Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility report that after the percutaneous coronary intervention (pci) of the left anterior descending artery (lad), a thin linear foreign object was found coming off in the aorta. The object fell from ascending aorta and lodged in the vicinity of left renal artery. By a review of cine images, it was confirmed that the object had once located in the coronary artery; therefore, it was likely that the object derived from some of the devices that was used in the coronary artery and migrated afterward to the left renal artery while they were not conscious about that. They punctured from the leg and attempted to remove the object with a goose neck snare but failed to extract it from the patient's body. Thrombus formation was confirmed in the renal artery, yet no serious health adverse event has been confirmed.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to correct section d3.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section b1, d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. 1. Visual inspection of the actual sample: - the actual sample was not fractured. 2. Magnifying inspection of the actual sample: - no anomaly such as jumbling of the coil or a kink was found on the platinum coil section and on the stainless steel coil section. - there was intermittent peeling of the outer layer on the shaft at/in the following point/range. - approximately 515 mm-525 mm from the distal end - approximately 535 mm from the distal end - approximately 575 mm from the distal end - approximately 1150 mm-1172 mm from the distal end - approximately 1270 mm-1275 mm from the distal end - the peeling of the outer layer on the shaft section had occurred in a same straight line. - there were no external anomalies such as scratches on the other part. 3. Dimensions of the actual sample: - outer diameter of the platinum coil section: it met the factory's specifications. No anomaly was found. - outer diameter of the stainless steel coil section: it met the factory's specifications. No anomaly was found. - outer diameter of the shaft section: it met the factory's specifications. No anomaly was found. 4. Simulation test: 4.1. Peeling of outer layer-1 <test method> a factory-retained runthrough ns was once inserted into a metal inserter, and then, while the shaft section was in contact with the metal inserter, it was removed in a manner that an abrasion load was applied to it. <test result> peeling of the outer layer occurred in the shaft section. 4.2. Peeling of outer layer-2 <test method> a metal torque device was tightened on the shaft section of a factory-retained runthrough ns and then pulled out in a manner that an abrasion load was applied. <test result> peeling of the outer layer occurred in the shaft section. The condition of the test samples as confirmed in the above simulation tests was thought to be similar to that of the actual sample. 5. Cause of occurrence/conclusion: according to the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Based on the condition of the actual sample and the results of the simulation tests, as one of possibilities, it was inferred that some hard object (metal inserter, metal torque device, etc.) Was in contact with the involved part and the abrasion load was applied, which resulted in the peeling of the outer layer. Relevant IFU reference: "do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may causethe runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).